Event description:
In 2004, left fossa-eminence prosthesis was implanted into a patient. At the time of surgery, the occlusion was checked a found to be appropriate. When the patient returned to the office one week post-op, a deviation of the mandible and an open bite was observed. Fourteen days later, the left fossa eminence prosthesis was replaced with another sized prosthesis. At the time of this surgery, the occlusion was checked and found to be appropriate.